Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 400 mg/dl. In addition the patient reports the pods needle had not retracted upon initial activation. The patient reports they will use manual insulin as treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.